Event description:
It was reported while using bd smartsite¿ low sorbing secondary set there was component separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the tubing keeps separating from the leur-lock hub. The manufacturer thinks it's an adhesive failure. This has led to chemotherapy spilling. Response received 20 jun 2023. When was the incident date? The latest incident occurred on (B)(6) 2023. Are you able to provide any patient identifiers? (E.g., name, age, date of birth, etc.) We will provide the sex and age of the patient only: female, age 50. Any adverse events or serious injury reported to patient or healthcare professional? No adverse events or serious injury reported. The chemo spill, as a result of the bd smartsite¿ low sorbing secondary set (ref # (B)(4), lot #22119616) separation was managed per protocol and the remaining chemo was disposed of properly in the pharmacy. If yes, please provide the details. Was there a delay of, or change in, the course of treatment due to the event? No.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5118334]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one sample was received and tested by our quality team. The drip chamber was separated from tubing-verifying the failure and after microscope analyses there seemed to be a lack of solvent where the tubing connects to the drip chamber. The manufacturer has been notified and they have made multiple improvements to the assembly of the 10014881 set to ensure this failure no longer persists. The root cause of this separation is an improper application of solvent during the joining of tubing to drip chamber. A device history record review for model 10014881 lot number 22129197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. A trend has been identified for this failure and corrective actions have been put in place.

Event description:
No additional information.